Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 15-may-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was from a consumer regarding a patient receiving duramorph (morphine) 5mg/ml at 0.3638 mg/day via an implantable pump. The indication for use was non-malignant pain. It was reported that the patient¿s back is ¿very, very swollen in the middle of her spine¿, and the patient said the nurses want her to rest. ¿it is inflamed". The issue started on (B)(6) 2018. It was unknown if the symptoms were related to the manufacturer¿s device/therapy. The patient was having an MRI and it was unknown if the procedure was due to a problem with the device or therapy. Additional information was received on 19-dec-2018 from the healthcare provider via a company representative who reported the patient had a catheter revision, the catheter anchor sutures failed. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was an ¿open exploration¿. The actions and interventions taken to resolve the issue was a catheter revision. Per the healthcare provider the patient had decrease in drug effectiveness including a possible csf (cerebral spinal fluid) leak. The patient had a blood patch for csf (cerebral spinal fluid) leak shortly after implant. During the revision, the physician opened the skin over the spine incision and clear fluid drained. The physician noted that the catheter anchor was not anchored to the fascia anymore, and the catheter started backing out and coiling in the spine pocket. The surgeon believed the anchor might not have been sewn deep enough into the fascia. The surgeon revised the spine segment with a new segment, and believed the new anchor was now sufficiently sewn down. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter; product ID: 8781, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Section 'device' information references the main component of the system. Other relevant device(s) are: product ID: 8782, serial# (B)(4), ubd 2020-07-12, UDI# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer who reported that they were still in pain. The patient didn't know why she was still in pain and thought the pump would help her but she doesn't feel relief. The patient¿s pain was very severe, every single day. The patient keeps crying and crying because she was in pain. After the pump was implanted, the patient noticed relief but it was very brief. In (B)(6) 2018 the patient¿s healthcare provider told the patient that she was losing spinal fluid and that she was collecting fluid in their lower back in her spine where their waist was. There was a big bump in that area. The patient had an MRI and 3 surgeries. The healthcare provider did a blood patch noting that it didn't work, and the bulge was bigger, so she had a surgery in (B)(6) of last year. The patient¿s last surgery was (B)(6) 2019. The patient stated that she hasn't felt well and was still in pain since (B)(6) of last year. The patient requested physician listings. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2019-jan-07 from the rep. It was reported that the patient was scheduled for a possible revision/removal of the catheter. There was a visible large raised mass near the spinal incision. The doctors were concerned about a possible infection or spinal fluid leak. During surgery, the doctor opened and examined the catheter connection in the spine. The collet was intact and appeared to be normal. The catheter was aspirated and dye was injected. No leaks were observed anywhere and the myelogram was consistent. The source of the fluid buildup is unknown. No signs of infection. There were no further complications reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2019-sep-16. It was reported that the cause of the patient¿s pain was ¿pump not effective.¿ there were no further complications reported/anticipated.